Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
At the follow-up, it was reported that no lead fracture was noted and the pulse generator was reprogrammed to aair mode with af suppression enabled.

Event description:
It was reported that the device exhibited >2500 ohms impedance in both configurations. X-ray revealed that the lead was fractured around the shoulder region. The patient had arthritis in this region.